Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station requested the data synchronization while login. The customer stated that there was no delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station was requesting data synchronization and failing. A technical support specialist (tss) checked the data synchronization logs and found no database errors. The tss replaced the database and initiated a resynchronization. The synchronization was completed successfully, and the station became operational. The system functioned as intended after the technical support specialist troubleshot the device.